Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they does allege pump was over delivering. The customer¿s blood glucose level was 188 mg/dl, 157 mg/dl, 177 mg/dl, 84 mg/dl, 90 mg/dl. The customer was treated with food and glucose tablets. Troubleshooting was done for low blood glucose and over delivery. Customer states that they using auto mode. The insulin pump will be returned for analysis.